Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issues on (B)(6) 2026 as the infusion set cannula bent leads to occlusion, due to accidentally ran into something or clothes brushed against site.